Event description:
It was initially reported that the physician handheld was not holding a charge, even when left charging over night. The handheld would show an orange light when plugged in but once unplugged the handheld would show that there was no battery life remaining. Good faith attempts for product return have been unsuccessful to date.